Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the set screw on the header of the device was attempted to be fixed and tightened but was unsuccessful. A new device was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported complaint of loose connection of the header to the leads was confirmed. Analysis of the header showed damage to both setscrew insets. Septum material was forced into the ventricular setscrew inset, preventing the torque wrench from being fully inserted into the inset and caused stripping. This is consistent with user error. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.